Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the customer was hospitalized for vomiting and diabetic ketoacidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.